Event description:
The customer reported that the system continued to expose after the exposure button was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. This is consistent with a system lockup as described in an investigation. There was no uncommanded x-ray. The system operates as intended.